Event description:
The patient reported feeling pressure and chest pain when riding in a vehicle, going across the patient's chest and up into the neck. The patient also noted having the same feelings when performing a remote monitoring transmission, feeling a sensation of an electrical shock. The patient also experienced shortness of breath. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445, lead, implanted: (B)(6) 2010. (B)(4).